Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device would not be returned because the problem was resolved during troubleshooting. The customer¿s allegation was confirmed, however, the root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer states that the issue was resolved through troubleshooting. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The olympus sales representative, reported on behalf of the customer that the display on the visera elite ii video system center would not turn on. The issue was found during preparation from use on an unspecific procedure. There were no reports of patient harm.